Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1j90z, implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was not getting good results in any programs. She was not getting any of the same relief/sensation as she did for the trial. Patient stated the lead feels like it is in a completely different place. Her symptom had come back and not working like it did prior to implant. Patient was informed by manufacturer representative (rep) that if setting 2 worked for test phase it would be exact program for permanent implant. There were no further complications that have been reported as a result of this event.